Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial medwatch reported the returned device found foreign material in the nozzle, plastic distal end cover, adhesive around the objective lens, adhesive around the light guide lens, connecting tube and bending section cover during evaluation; however, the customer returned the device without reprocessing which caused the foreign material to remain in the device. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the gastrointestinal videoscope exhibited foreign material on the nozzle, plastic distal end cover, adhesive around the objective lens, adhesive around the light guide lens, connecting tube and bending section cover. There were no reports of patient involvement.